Event description:
Caller reported experiencing a cgm error 42 multiple times with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, but the customer declined interest in an out-of-warranty loaner pump and opted to continue using the current pump to avoid interruption of insulin delivery.